Manufacturer narrative:
(B)(4).

Event description:
It was reported that when non-dependent patient presented to clinic, high capture threshold and high pacing lead impedance was observed on the rv lead. Programming changes were recommended. Patient will be followed via merlin.net transmission and will continue to be monitored. Patient is aware the device is on the battery advisory and will be followed via remote transmission with eri notification trigger selected. Patient is stable.